Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate on the same instrument and rerun on an alternate instrument, and the results matched. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse discovered that the laboratory staff was centrifuging the sample tubes for three minutes at 4000 rotations per minute. The tube manufacturer recommendations are that sample tubes be spun for ten minutes at 1300 relative centrifugal force. The fse also advised that they discontinue use of the silencer centrifuge, which the laboratory has done. The cause of the discordant, falsely elevated troponin result is unknown. The cause of patient samples not being spun according to the tube manufacturer recommendations is user error. The instrument is performing according to specifications. No further evaluation of the device is required.